Event description:
It was reported that the apexpro telemetry server (ats) shut down and telemetry monitoring was lost for one hour affecting ten to twelve patients. The cause was determined to be a failure of the cpu fan. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.